Manufacturer narrative:
Additional device product codes: erl; hbe. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: t was reported that on (B)(6) 2018, during an unknown procedure, the two (2) drill bits broke due to the surgeon did not remove the drill bit when turning from the hole and the drill bit broke when pulling it. Another drill bit of the same size was used to complete the procedure. It was unknown if there was a surgical delay. There was no harm to the patient. This report is for one (1) 1.1mm drill bit/ stryker j-ltch with 6mm stop. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: device history records review was completed for part: 317.160, lot: f-17225. Manufacturing location: selzach, release to warehouse date: jan 15, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Material 1.4112 with specified hardness (600+55/0 hv10) is documentd in coc of supplier fureh ag. Measured: min. 612 hv10 - max. 621 hv10. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.